Event description:
It has been reported to philips that the system produced grainy images during exposure. The system was in clinical use at the time of the reported event. The patient was moved to another room to have the procedure completed. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular abdominal subtraction. The procedure was delayed and completed as planned by moving the patient to another examination room. The philips remote service engineer (rse) examined the system remotely and confirmed that grainy images were appearing during exposure run. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system log files and found no errors related to the issue but found detector need to be calibrated. To resolve the issue, fse performed adaptation tube yield entrance dose and detector calibration. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.